Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had not been getting stimulation in the late summer (around (B)(6)) in 2016. It was reported that the patient saw a healthcare provider (hcp) and manufacturer representative to have the ins reprogrammed and the patient was informed that one of the leads was dead and the other was still working. It was reported by the manufacturer representative that the lead had high impedances of around 4,000 ohms. The patient got good coverage after reprogramming with the other lead. Symptoms were reported but it was noted that the symptoms were not related to the device or therapy. Additional information was received. The manufacturer representative reported that they had an appointment with the patient on (B)(6) 2017. The manufacturer representative requested MRI guidelines for the patient. It was reported that the patient had pain on the right side and was going to see their doctor. It was also reported that the patient also had a loss of coverage on the right side. It was reported that the device had high impedances that were greater than 40,000 ohms. Reprogramming was attempted again but it was too hard to get good coverage on the right side. No further complications are anticipated.